Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral bra roll, flanks on (B)(6) 2019 using cooladvantage, coolcore contour and to bilateral lower, upper and mid abdomen on (B)(6) 2019 using cooladvantage, coolcore contour, cool max curve who developed paradoxical hyperplasia (pah/ph) on upper, mid abdomen and bra rolls. Pah to upper abdomen and bra rolls was diagnosed on (B)(6) 2020 and to mid abdomen on (B)(6) 2020.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.9, h.10, h.11 correction removal numbers h9 was added. Narrative type was updated to corrected data h.10 narrative was updated with recall statement h.11 this is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral bra roll, flanks on (B)(6) 2019 using cooladvantage, coolcore contour and to bilateral lower, upper and mid abdomen on (B)(6) 2019 using cooladvantage, coolcore contour, cool max curve who developed paradoxical hyperplasia (pah/ph) on upper, mid abdomen and bra rolls. Pah to upper abdomen and bra rolls was diagnosed on (B)(6) 2020 and to mid abdomen on (B)(6) 2020.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral bra roll, flanks on (B)(6)2019 using cooladvantage, coolcore contour and to bilateral lower, upper and mid abdomen on (B)(6)2019 using cooladvantage, coolcore contour, cool max curve who developed paradoxical hyperplasia (pah/ph) on upper, mid abdomen and bra rolls. Pah to upper abdomen and bra rolls was diagnosed on (B)(6)2020 and to mid abdomen on (B)(6)2020.